Event description:
On 01/05/2024, it was reported by a facility representative via (B)(4) that an ar-6480 arthroscopy fluid management device was shutting itself off intermittently. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. The returned device was assembled with an ar-6411/ar-6421, and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. Inflow and outflow testing was performed and did not find any problems. The device did not shut off at any moment during the tests performed. The device worked as required. No problem found. Visual evaluation found the paint had chips around the left and right edges of the top cover of the device. The review of complaint records for serial number (B)(6) shows that the device has no previous complaint. The original warranty seal was present and completed. The device was manufactured in 2015/03. No problem found. Complaint is not confirmed.